Event description:
The customer received questionable ion selective electrode (ise) results for four to five patient samples. The samples were repeated on a blood gas analyzer. Of the data provided for three samples, only the sodium results were discrepant. Patient sample 1 initial result was 153 mmol/l and the repeat result was 140 mmol/l. Patient sample 2 initial result was 147 mmol/l and the repeat result was 140 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and were called and corrected. No patients were treated or adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He cleaned and adjusted the vacuum nozzle, flushed the vacuum line and reseated all the electrodes. He ran a precision check and the customer ran tests and qc with results within acceptable limits. Based on the provided information, further investigation could not determine a specific root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.